Manufacturer narrative:
This report is submitted on march 11, 2022.

Event description:
Per the clinic, the patient suffered from a stroke and underwent an MRI (MRI kit used) resulting in a second magnet dislodgement. The magnet was removed on (B)(6) 2022 so another MRI could be performed. There are plans to replace the magnet.